Manufacturer narrative:
B3. Actual event date is unknown.

Event description:
It was reported than the patient is implanted with an inflatable penile prosthesis (ipp) for 10 years, which only worked 3 to 4 times and then stopped. On the left side, there was tissue ingrowth into the dacron layer of the cylinder. The patient has not used it since. The patient underwent replacement surgery. A new ipp device was implanted. The patient outcome following the surgery is unknown.

Event description:
It was reported than the patient is implanted with an inflatable penile prosthesis (ipp) for 10 years, which only worked 3 to 4 times and then stopped. On the left side, there was tissue ingrowth into the dacron layer of the cylinder. The patient has not used it since. The patient underwent replacement surgery. A new ipp device was implanted. The patient outcome following the surgery is unknown.

Manufacturer narrative:
B3. Actual event date is unknown. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device components cylinders, reservoir and pump were visually examined and tested for leaks. One cylinder had broken fabric threads in the middle of the cylinder. In addition, the outer tube had holes from wear and broken fabric threads in the proximal end of the cylinder. It also had a bulge in the middle of the cylinder when inflated with syringe. The outer tube and fabric tube were detached in the proximal end of the second cylinder. It also had a leak in the inner tube from undetermined source. The reservoir had passed visual inspection and leak test. A pump kink resistant tubing had worn down to filament. The pump passed the leak test and the functional test. Product analysis confirmed the reported product allegation. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.